Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (2000 mcg at 1010.942 mcg/day) and bupivacaine (18.9 mg at 9.5534 mg/day) via an implantable pump. It was reported that during surgical evaluation via fluoroscopy, on (B)(6) 2020, it was noted the catheter had migrated caudally. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The catheter was explanted/replaced on (B)(6) 2020 and the issue resolved without sequelae.